Manufacturer narrative:
E3: non-healthcare professional / company representative. The device evaluation as noted in section b5, found the cable flooded. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the subject device exhibited the cable flooded. There was no patient involvement.